Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery was replaced. The system was then found to be working as intended.

Event description:
The customer reported the system was intermittently not booting up. There is no report of pt injury.